Event description:
End user reported while on a patient call, they experienced issues with their pf2 system when using the power features. They were able to transition to manual operation to load the patient into the stretcher; however, after loading the stretcher they were unable to secure the foot end of the stretcher into the fastener. They made the decision to call for a backup ambulance to complete the patient transport. While attempting to unload the patient from the ambulance, the fastening system would not release the stretcher and the patient had to be carried from the stretcher in the ambulance to the backup stretcher. There were no reports of adverse health consequence to the patient as a result of the delay in transport.